Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose of 419 mg/dl and went to the emergency room. She stated that she experienced nausea, vomiting and diarrhea. Blood glucose at the time of admission was over 300 mg/dl. She was treated with IV and insulin and got a catscan, chest x-ray and EKG. The customer stated that it was found that the cannula was bent. The customer declined troubleshooting. She stated she was not using the device at the time and was treating with insulin pen. Blood glucose level at the time of the call was 155 mg/dl. The device will not be returned for analysis.